Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that 6 months they were implanted, they were in an accident and were hit by a bus. Caller said they don't know if they got whiplash or what, but ever since then the implant has been having problems. Caller said that they are having severe pain that the stimulation is not helping, and the area around where the implant is located feels like it's on fire. Caller said that there is such a strong burning sensation. Caller added that they're starting to get electric shockwaves down their legs every 10-15 minutes. Caller noted that they called their surgeon but was told that since the implant procedure was a success there was nothing that they would do. Caller said they need to find a surgeon to help them because they don't feel safe with this inside them. Caller added that they do have the stimulation off but it makes no difference if the stimulation is off or on. Caller noted they had an MRI last wednesday but don't even have someone to read it for them. Caller stated that the number on their card that says call for emergencies rings twice then disconnects. Caller noted that the implant worked before the accident, and they really wish it would work again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.